Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28-jul-2023. H6: investigation summary it was reported there was foreign matter in the syringe. To aid in the investigation, two samples and one photo were provided for evaluation by our quality team. One sample came in a sealed packaging blister and the other sample came in an opened packaging blister. A visual inspection was performed and both samples have a particle of cardboard. One is inside the packaging blister and the other sample has the particle inside the syringe above the rubber stopper. The photo shows a syringe in its packaging blister. There is foreign matter that appears to be embedded in the syringe barrel. No other defects or imperfections were observed. This defect could occur if a piece of paper became loose in the packaging area inducing the symptom reported. A device history record review was completed for provided material number 303552, lot 2159103. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that prior to use with bd 50 ml bd® syringe foreign matter was discovered in the syringe. The following information was provided by the initial reporter, translated from portuguese to english: syringe had a foreign matter inside it, before use.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd 50 ml bd® syringe foreign matter was discovered in the syringe. The following information was provided by the initial reporter, translated from portuguese to english: syringe had a foreign matter inside it, before use.